Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported her first device was not put in the correct position. The device was put in the muscle instead of the spine so it did not work. The patient stated that a piece of her spine broke and fell down. The patient's doctor had to do surgery on her lower back to put a cage around it because pieces of spine were falling down. The patient stated they also had to do surgery on her neck. The patient later clarified her first device worked, but not enough in the position that it was in and it did not do what they wanted it to. The first ins was replaced because it moved to the muscle. The patient's indications for use included failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.